Event description:
Per the clinic, the patient experienced an infection and pain at the abutment site (specific date not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.